Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017. ). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal distension, alopecia, fatigue and pelvic pain outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, fatigue and pelvic pain to be related to essure. Further company follow-up with the lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.